Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was attempted to be implanted but was not successful. It was noted that the was had become kinked. The physician removed the was from the patient and used a new access system to successfully implant a closure device in the laa of the patient. There were no complications that were reported to have occurred as a result of this event.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.